Event description:
It was reported the rear (back) case was broken / cracked, covers are broken, and side bails were missing. The external pulse generator was returned to the manufacturer for calibration and repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lower case, upper case, and ring cover are broken. Both bail covers, the ring, and one case screw are missing. Battery release and battery drawer are contaminated. Lead flex cover is broken and contaminated, battery contacts are compressed, and the keyboard is scratched. It is noted the device passed all incoming functional tests. (B)(4).